Event description:
Us complainant reported the patient was on impella cp due to multi-vessel disease with critical left main (lm) lesion. While on support, mild oozing was noted at the groin site. The patient received one unit of packed red blood cells (prbc). Patient had unsuccessful wean post-percutaneous coronary intervention (pci). When dropping to p3, the patient¿s cardiac output / cardiac index dropped to 3.3/1.7 and urine output dropped to 20 cc/hr. Patient received multiple liters of fluid including two units prbcs for growing hematoma to left groin that was perclosed after pci. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17557: e4 should have been left blank. G1 reporting contact fax number missing. H6 health effect - clinical code 1884 missing.